Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported bolus calculator issue. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the personal diabetes manager (pdm) displayed suggested an incorrect bolus. The patient reported that they would attempt to deliver a correction bolus and the pdm would display 0 units to be delivered. Due to this malfunction, the patient's blood glucose (bg) levels rose to 14 mmol/l.